Manufacturer narrative:
B3. Date is approximate. Month and year are confirmed valid. D10. Section d references the main component of the system. Other medical products in use during the event include: product ID: a820, product type: software, software version: 1 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing unknown drug for spinal pain indications. It was reported that the patient stated the handset was not connecting to the pump correctly. The patient stated when the handset got to 90% they would have to wait about 15 minutes for it to connect. An agent walked the patient through clearing data. The patient was able to connect much faster and the issue was resolved.